Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d10 (concomitant product). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "in this scenario, we reached out to dr. Who was the primary physician that supported this patient. He ensured us that the arrhythmogenic state of the patient was unrelated to the impella device being in place as stated in the patient update on (B)(6) 2025 and reconfirmed with echo guidance. This was on ongoing issue even after explanting the 5.5 and was ultimately related to the patient's surgical procedure. He stabilized and made it out of the hospital. With this in mind, we do not have the device from october."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-one-year-old male with no known past medical history other than a significant history of heavy smoking presented to the emergency room with increased shortness of breath, inability to speak in full sentences, and a sensation of a lump in his throat. He also reported intermittent chest pain since the preceding saturday. An electrocardiogram demonstrated a st-segment elevation myocardial infarction. He was taken to the cardiac catheterization laboratory and diagnosed with three-vessel coronary artery disease involving the left main coronary artery, left anterior descending artery, and left circumflex artery. The left ventricular end-diastolic pressure measured thirty millimeters of mercury, and left ventricular angiography demonstrated an ejection fraction of twenty percent. The clinical team decided to implant an impella device and refer the patient to cardiothoracic surgery. On the following day, the patient was upgraded to an impella 5.5 device in the cardiovascular operating room. No coronary interventions were performed at that time. On the same day, the patient suffered a cardiac arrest with successful resuscitation efforts and stayed higly instable with several episodes of cardiac arrest over the following days. While on amiodarone, the patient also experienced bradycardia requiring a temporary pacemaker. Continuous renal replacement therapy had to be initiated. The patient underwent a complex high-risk percutaneous coronary intervention after 6 days of support, and the impella 5.5 was successfully removed after 13 days of support. While most probably due to the underlying disease, both cardiac arrest and renal failure will conservatively be coded to the impella 5.5.